Manufacturer narrative:
G2. Foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the controller was connected to a wall outlet, "no device found" appears, even when "try again", "recharge", or "x" was pressed. The light was blinking, suggesting that the controller was charging, but the "recharging" display could not be confirmed. It was forgotten to check if the battery power in the stimulator was depleted or if the top of the controller was covered by a hand. There were no known environmental, external, and patient factors that may have caused the event. The manufacturer representative (rep) asked the patient to call back when he/she is able to call someone and operate the device because he/she is weak and cannot perform reset operations. The issue was not resolved at the time of report. No health damage was reported. Additional information was received. It was reported that after reset, the screen again showed "no device found". When he/she was asked about the two points that had not been asked in the first call, he/she said that he/she did not seem to be covering the top of the controller with his/her hand, but that he/she thought the battery in the stimulator was depleted. First, when the recharger was connected to charge the stimulator, "no device found" appeared, and when "recharge" was pressed, the screen showed "trying to recharge", followed by "battery empty" (79) and "cannot recharge device" (86). When the recharger was unplugged and it was tried to charge the controller, the controller was charging at 40% and the stimulator showed 0%. He/she was instructed to try charging the stimulator after charging the controller until it reached 100%. The stimulator should have been able to charge to some extent if the controller was at 40%, so the display was not normal. It was decided to take a secondary action. Additional information was received. It was reported that the further actions taken to resolve this issue were that they confirmed the connection region and secured with tape. The issue has since been resolved. Additional information was received. It was reported that in regards to the case that was considered a secondary measure, the person in charge was not contacted, so the measure was not taken. However, although it was not in perfect condition, it could be charged somehow, so the inquiry was not made again. Since 4 to 5 days ago, the charging status has been the same, and it continues to be in a state where it cannot be charged.